Manufacturer narrative:
Despite multiple attempts, no right atrial (ra) lead was returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was observed to be difficult to place and the helix would not extend out properly after 30 turns. After succeeding in finding a position and eventually extending the helix, the ra lead was positioned but wouldn¿t capture and exhibited high pacing threshold measurements. The physician thought the ra lead may have dislodged. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.